Manufacturer narrative:
Product event summary; (B)(4) was not returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6) 2017 to parameters below the normal operating range and 100 low flow alarms recorded since (B)(6) 2017. Power consumption and estimated flows returned to normal operating range on (B)(6) 2017. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had episodes of low flow. This low flow alarms were thought to be related to severe epistaxis, leading to severe volume depletion and non-sustained ventricular tachycardia(vt). The patient was treated with blood product and fluids in the emergency room and the ventricular assist device (vad) flow improved and episodes of vt resolved. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.